Event description:
It was reported that the device ¿does not give response though nerve is found or is noisy though nothing happens.¿ clarified that, ¿they see the nerve; try to give impulse, monitor does not give response, and, the device easily takes interference¿. There was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: analysis found that there was no response on stim 2; the stim return for stim 2 showed ¿0¿ during testing. The main pcb was replaced. Software has been updated and device was tested successfully to manufacturing specifications.